Event description:
The customer reported to customer service that her pump in style breast pump had low suction on one side. The customer stated that she went to the doctor and she had an infection on the side that had low suction. She was being treated with an antibiotic for mastitis.

Manufacturer narrative:
The customer was sent a replacement pump by customer service. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. A medela clinician followed up with the customer who acknowledged receiving replacement personal double pump is resolved and she is receiving appropriate medical attention for the mastitis. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.